Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare?s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a procedure, the unit stopped automatically. There was no reported patient injury.

Manufacturer narrative:
A 3rd party service representative provided technical assistance to the customer and determined that the power cord had been disconnected causing the batteries to not be recharged. The customer plugged the power cord back in. No issues were found with the system.